Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: left; 425cc mentor smooth round moderate profile; catalog number: 3501670; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 425cc mentor smooth round moderate profile and was presented with right side deflation confirmed by the physician on (B)(6) 2019 via phone and photos provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 1/20/2020, device evaluation was completed. Device evaluation summary: during evaluation of the device it was observed a crease in anterior expanding to posterior view, additionally in posterior view a tear within the crease was noted, measuring approximately 1.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that date of surgery was 12/20/2019. Hence, following fields on this form are updated: - is required intervention has been selected under section b; field b2 - field d7 has been updated to (B)(6) 2019. On (B)(6) 2019, mentor became aware that the patient underwent bilateral explantation and replacement with catalog number: 3506001mc; serial number: (B)(4) on the right side, and with catalog number: 3507640mc; serial number: (B)(4). On the left side on (B)(6) 2019. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).